Event description:
It was reported that a user experienced a leaking cartridge while attaching the cartridge to the connector outside of the ilet, and the user questioned whether this was related to the lot expiring soon; the leak was identified during the fill tubing process and troubleshooting and education on the correct order of attachment were provided and understood. Investigation of this case revealed an assembly or use sequence issue during setup, with no device alarms and no impact to therapy. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alarms, no need for replacement supplies, and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup.